Manufacturer narrative:
The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the mfg records (DHR) could not be performed. The complaint received states that during an interventional procedure palmaz genesis stent dislodged from the sds (stent delivery system). The pt is a female. The procedure was elective. The physician was attempting to stent the left renal artery. The stent dislodged while advancing the stent delivery system (sds) to the target lesion. The dislodged stent was retrieved via snare. The pt was treated successfully using another similar device. No additional pt or lesion info was available. The product lot number was not available. There was no reported pt injury. No sterile lot number info was available thus no DHR could be performed. The complaint of stent dislodgement could not be confirmed, there was no sterile lot number info, the complaint product was not returned and there were no procedural films for review. Review of the limited info suggests that vessel, lesion and procedural factors may have contributed to the reported event. Please note that this is the initial/final report for this product.

Event description:
The report received from the field indicated that during an elective interventional endovascular procedure on a female pt, the palmaz genesis 7 x 18 mm stent dislodged while advancing the stent delivery system (sds) to the left renal artery target lesion. The dislodged stent was retrieved via a snare device. The pt was treated successfully using another similar device. There was no reported pt injury. No additional pt or lesion info was available. The product lot # was not available.